Manufacturer narrative:
(B)(4). On november 30,2015, the (B)(4) was issued regarding revised decontamination procedures for heater and heater-cooler systems from maquet. This fsca was put on hold a few days later. A new fsca will be issued as soon as the new disinfection procedure is properly validated and can be launched. Launch start for the new disinfection procedure is (B)(6) 2016 at the latest.

Event description:
(B)(4). Failure description from the customer: "mycobacterium intracellular complex was identified in the hypothermia devices from the heart center in (B)(6). These were still detected even after disinfection procedure according to the manufacturer specifications. So far there is no evidence of infection of patients." (B)(4).